Event description:
A report was received that during a routine programming appointment at the physician's office, the physician noticed the pocket site appeared infected and was not healing. The physician explanted the patient's precision system and treated the patient with IV antibiotics. The patient's symptoms were redness and swelling at the pocket site. The physician reported that the patient's infection was due to lack of nutrition.